Event description:
N/a

Manufacturer narrative:
UDI # (B)(4). The device was returned for evaluation. The device history record (DHR) showed no abnormalities related to the reported failure. The investigation of the skull clamp showed that the unit did not meet all specific functional test.the evaluation showed that with the lock of the unit has come loose and no longer holds properly. This will affect the intended function of the device.the likely cause of the complaint is wear and tear over time/ misuse. The definite root cause cannot be reliably determined. Complaint confirmed from the evaluation.no further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1114a standard infinity skull clamp has no tension on the locking mechanism. There was no known patient involvement or delay in surgery.